Manufacturer narrative:
Technical services helped the caller re-initialize the minute ventilation trending process, subsequently, the data recovery was successful. If additional information becomes available, this event will be updated. Upon receipt at our post market quality assurance laboratory, it was noted that there were 196 resets which occured at or post explant. The final reset was the system reset. The device header was also noted to be loose. The device paced and sensed normally during testing. The device met profile for normal depletion, if 6 months prior to explant is used as elective replacement time (ert). Not all testing could be performed due to the loose header.

Event description:
Boston scientific received information that after performing a hall walk, while attempting to initialize minute ventilation on this pacemaker, there was no data in the trend.